Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue reappears.